Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition related to the active exhalation control module function. The device was evaluated by a third party service center. The device's system board, proportional valve and three way solenoid valve were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition related to the active exhalation control module function. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.